Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was informed that both the light-guide cable and the oes xenon light source were discontinued. Technical support suggested the clv-s30 socket had worn out. The customer was provided with the updated part number, wa03310a, for a replacement light-guide cable. The customer was also provided with the contact information for the olympus sales representative. No further troubleshooting was required. The legal manufacturer performed an investigation. The original equipment manufacturer (OEM) was unable to conduct a device history record review because the device was manufactured more than twenty (20) years ago. The root cause of the issue could not be conclusively specified. As it has been more than twenty (20) years since the device was manufactured and delivered, it was likely that the issue occurred because the scope socket was worn and loosened due to repeated use for a long period of time. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, the light-guide cable would not stay in the oes xenon light source socket. No patient involvement reported.